Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to mechanical jam with the plunger may include, but is not limited to, patient anatomy (human tissue) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional non-abbott left atrial appendage closure device procedure. Reportedly, with the proglide device, resistance occurred during step 2 (plunger could not be pushed down) and the device failed to deploy. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the non-abbott device procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.